Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose readings exceeding 400 mg/dl for approximately four hours while using the ilet with a g7 sensor, without device alarms or confirmed infusion set leaks, and later received sensor failed alerts; troubleshooting included infusion set changes, fingerstick confirmations, re-pairing the cgm, and correction of an incorrect g7 sensor code on the ilet. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no medical intervention, and subsequent improvement with glucose trending down into range after cgm reconfiguration and set changes. Investigation included review of device performance, user reports, and guided troubleshooting for infusion set replacement and cgm code entry. Investigation of this case revealed hyperglycemia of unclear cause, with contributing factors including an incorrectly entered cgm sensor code and a nonfunctioning infusion set that was resolved through replacement and correct code entry, and no evidence of interrupted insulin delivery or device alarms. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.